Event description:
MFR's investigation dept found missing segments in the hundred's column of the aviva meter's result display. No adverse event was reported by the customer. Customer returned the suspect product and a replacement was sent.